Event description:
Difficulties encountered during the removal of the device from the pt. The surgeon removed the device via a retroperitoneal incision in the right side. The procedure was completed by making a limited surgical incision to the right limb of the graft to sew an impra graft, and performing a fem-fem. The pt recovered and was released.